Manufacturer narrative:
Animas performed investigation with retain cartridge lot b201582. Cartridge lot# b201582 was confirmed to be defective and found to be leaking from the plunger side of the cartridge past the first o-ring and out the hole between the two o-rings. Cartridge leak at plunger was confirmed. The patient's cartridge has been returned to animas; however, the investigation has not been completed. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The patient claimed that her blood glucose levels (bg) have been elevated since noon yesterday: her bg was 344 mg/dl at the time. She stated that 2 hours after correcting her bg level, it remained elevated at 258 mg/dl. The patient felt that her pump was no longer delivering the basal rate. The animas representative went through troubleshooting. The patient confirmed that the pump settings were correct and there were no issues infusion site/set; however, the patient discovered there was moisture and insulin in the cartridge compartment. The patient stated that she felt insulin leaking from the bottom of the cartridge. The patient was advised to use a different box of cartridges and to monitor her bg levels. There was no adverse event associated with this complaint; however, this complaint is being reported due to the insulin leaking in the cartridge compartment.